Manufacturer narrative:
Initial corrective actions/preventive actions implemented by the manufacturer. Never recap or unscrew the needle from the syringe by hand is mentioned in the IFU. Quality investigation is ongoing. No anteriority with the batch number. No CAPA is envisaged.

Event description:
Spontaneous report, from the united states. Local reference # (B)(4), dealer reference: (B)(4). Quality complaint reference #(B)(4). This initial serious case report was received on (B)(6) 2021 from the dentist through the dealer (patterson) by email and follow-up information #1 received on (B)(6) 2021 from the dealer by septodont and follow-up information #2 received on (B)(6) 2021 by septodont. All versions were processed together. Course of events: this case occurred with a female patient, a dental assistant, not pregnant, with a medical history of hypertension, hyperlipidemia, st-elevation myocardial infarction (stemi), congestive heart failure, 2 stents placed in 2017 and unusual bleeding. On (B)(6) 2020, after the injection of an unspecified local anesthetic in a healthy treatment site for a routine restorative procedure (filling) for a patient, the dental assistant was unscrewing the needle cap from the syringe when the needle cap came off of the needle hub, exposing the contaminated needle. The dental assistant was still holding the syringe and had an occupational exposure when the needle penetrated the knuckle on her right index finger. The suspect dental needle was a patterson brand plastic hub dental needle (lot number # f09394aa, expiry date 31-jan-2025). A corrective action was implemented: following the incident, the dental assistant recapped the needle, disposed of the needle in sharps container, degloved, examined needle-stick, washed hands and followed proper protocol for the company's post-exposure and incident reporting. The dentist noted that the issue was: the needle cap came off during disassembly of the needle/cap apparatus from the needle hub. The dentist noted that the procedure itself was not affected, as the incident occurred after the procedure was completed and dental assistant was turning over the room. In (B)(6) 2020, the initial test results for the source patient were (B)(6) for (B)(6). The one month follow-up performed on (B)(6) 2021, the dental assistant and patient were tested for bloodborne pathogens following exposure: the results were (B)(6) for (B)(6). A follow up on the six month test for bloodborne pathogens was planned for (B)(6) 2021. Outcome: at the time of this report, the dental assistant's outcome was unknown. The dental assistant was not hospitalized. No sequelae have been noted. According to the dentist, he had never experienced this issue previously. A suspicion of changes in the hub and/or needle cap by the manufacturer and reported that the cap does not securely fit on the hub. Additional information requested from the reporter. Quality investigation results pending (no sample available). Fup#1: additional information provided regarding patient's details, date of event, suspect product batch number, laboratory tests performed and additional details on the complaint. Fup#2: additional information provided regarding on test results. Causality assessment on 28-jan-2021, on initial information received on (B)(6) 2021, follow up information #1 received on (B)(6) 2021. Re-assessment on 23-feb-2021 on follow-up information #2 received on (B)(6) 2021: seriousness: serious (other medically important condition) determined by euqppv. Expectedness: occupational exposure to product: unexpected us. Needle issue: unexpected us. Injury associated with device: unexpected us. Causality: latency: suggestive. Recognized association: no. Analysis: the dentist's assistant pricked her finger with a needle after a patient's anesthetic procedure, when unscrewing the needle cap from the syringe. Therefore, the causality between the patterson brand plastic hub dental needle and injury associated with device and occupational exposure to product was assessed as certain. The possible causes of the stick may be a mishandling of the user, the assistant unscrewed the needle cap from the syringe by hand, or quality defect of the needles. Quality investigation is ongoing on the batch number (no sample available). At the time of this report, information is not sufficient to allow any causality assessment. The causal relationship with needle issue was considered as not assessable pending the results of quality control. Dechallenge - na. Rechallenge - na. Concluded causality who: certain for injury associated with device and occupational exposure to product and not assessable for needle issue. CAPA: never recap or unscrew the needle from the syringe by hand is mentioned in the IFU. Quality investigation is ongoing. No anteriority with the batch number. No CAPA is envisaged. Follow-up information #2 received on (B)(6) 2021: assessment not changed.

Event description:
Spontaneous report, from the united states. Local reference#: (B)(4), dealer reference: (B)(4). Quality complaint reference#: (B)(4). Follow-up #3 was received 10-mar-2021 from the quality investigation performed by manufacturer sofic. Follow-up #4 was received 30-mar-2021 from the additional quality investigation performed by manufacturer sofic. The initial and follow-up information are integrated into the narrative below. Course of events: this case described a cap issue exposing the needle and leading to accidental needle stick of the dental assistant with a contaminated needle patterson brand plastic hub dental needle (lot number # f09394aa, expiry date 31-jan-2025). On (B)(6) 2020, after the dental procedure where local anesthesia was performed, the dental assistant was unscrewing the needle cap from the syringe when the needle cap came off of the needle hub, exposing on her right index finger to the contaminated needle. The dentist noted that the needle cap came off during disassembly of the needle/cap apparatus from the needle hub. No impact on the dental procedure the incident occurred after the procedure was completed and dental assistant was turning over the room. Following the cap issue and needle stick, the dental assistant recapped the needle, disposed of the needle in sharps container, degloved, examined needle-stick, washed hands and followed proper protocol for the company's post-exposure and incident reporting. Outcome: the practitioner did not returned samples. Consequently, tests performed during this investigation was done on samples from the sofic sample box. No defect was observed during the tests performed due to this complaint but the cartridge in the syringe during removal and/or removal of the needle by the extremity of the cap may have favored the issue occurrence. However, even if the practitioner removes the needle with cartridge inside the syringe and/or traction by the extremity of the cap, good practices permit to prevent needle stick injuries during recapping. The dental assistant has manually recapped the used needle which is not recommended because it can lead to occupational exposure (needle stick) with potential infectious consequences. Consequently, cause to the needle stick injury cannot be related to the needles. Consequently, the practitioner was warned especially on the practices which permit to prevent the cap and hub disassembling: cartridge removal before needle removal and/or traction to the needle by the base of the hub and without handling conforming to good practices which allow to prevent needle stick injuries. Fup#3: quality investigation of retain samples received. Fup#4: additional quality investigation received from manufacturer. Causality reassessed on 23-mar-2021 on follow-up information #3 received on 10-mar-2021; causality reassessed on 01-apr-2021 on follow-up information #4 received on 30-mar-2021: a. Seriousness: serious (other medically important condition) determined by euqppv. B. Expectedness: occupational exposure to product: unexpected us. Needle issue: unexpected us. Injury associated with device: unexpected us. C. Causality. A) latency - suggestive. B) recognized association: no. C) analysis: the dentist's assistant pricked her finger with a needle after a patient's anesthetic procedure, after the cap came off when unscrewing the needle cap from the syringe. The possible causes of the stick may be a mishandling of the user, the assistant unscrewed the needle cap from the syringe by hand, or quality defect of the needles. No product defect was retrieved by quality investigations but a specific situation may have favored the issue. The dental assistant also manually recapped the used needle which is not recommended because it can lead to occupational exposure and needle stick with potential infectious consequences. Even if the practitioner removes the needle with cartridge inside the syringe and/or traction by the extremity of the cap, good practices permit to prevent needle stick injuries during recapping. Consequently, cause to the needle stick injury cannot be related to the needles. This case is therefore considered as serious. No CAPA is required as there was no similar report, quality investigations did not identify a defect in the conditions of use described in the instruction for use. D) dechallenge: na. E) rechallenge: na. Concluded causality who: unlikely for injury associated with device and occupational exposure to product and possible for needle cover defect. Follow-up information #3 received on 10-mar-2021: assessment changed from not assessable to possible for needle cover defect, ltt changed from needle issue to needle cover defect. Follow-up information #4 received on 30-mar-2021: assessment changed from certain to unlikely for injury associated with device and occupational exposure to product.

Manufacturer narrative:
The manufacturer's device analysis results a defect due to the change of plastic grade and color during change of glue process can be discarded. The method of production cause due to deficiency during the process can be excluded. The workforce cause due to operators in charge during the production of this batch can be excluded. The equipment cause due to deficiency during the process can be excluded. Moreover, to prevent needle stick injuries, manipulation of contaminated needles is excluded to good practices. No deviation or maintenance intervention with possible impact on the holding between the cap and the hub quality happened during the production of this device batch. The practitioner did not returned samples. Consequently, tests performed during this investigation was done on samples from the sofic sample box. No defect was observed during the tests performed due to this complaint but the cartridge in the syringe during removal and/or removal of the needle by the extremity of the cap may have favored the issue occurrence. After investigation, the privileged cause identified to the holding cap and hub is the presence of the cartridge in the syringe with/or needle traction by the cap extremity. Cause to the needle stick injury cannot be related to the needles. Remedial action / corrective / preventive / field safety corrective action this is the second quality complaint for a "insufficient holding between cap and hub" defect for the batch f09394aa. No CAPA is required as there was no similar report, quality investigations did not identify a defect in the conditions of use described in the instructions for use. Consequently, the practitioner was warned especially on the practices which permit to prevent the cap and hub disassembling: cartridge removal before needle removal and/or traction to the needle by the base of the hub and without handling conforming to good practices which allow to prevent needle stick injuries. Final comments from the manufacturer this case reports a situation of cap issue exposing the needle and leading to accidental needle stick. No product defect was retrieved by quality investigations but a specific situation may have favored the issue. However, even if the practitioner removes the needle with cartridge inside the syringe and/or traction by the extremity of the cap, good practices permit to prevent needle stick injuries during recapping. The dental assistant has manually recaped the used needle which is not recommended because it can lead to occupational exposure (needle stick) with potential infectious consequences. Consequently, cause to the needle stick injury cannot be related to the needles.

Manufacturer narrative:
The manufacturer's device analysis results. A defect due to the change of plastic grade and color during change of glue process can be discarded. The method of production cause due to deficiency during the process can be excluded. The workforce cause due to operators in charge during the production of this batch can be excluded. The equipment cause due to deficiency during the process can be excluded. Moreover, to prevent needle stick injuries, manipulation of contaminated needles is excluded to good practices. No deviation or maintenance intervention with possible impact on the holding between the cap and the hub quality happened during the production of this device batch. The practitioner did not returned samples. Consequently, tests performed during this investigation was done on samples from the sofic sample box. No defect was observed during the tests performed due to this complaint but the cartridge in the syringe during removal and/or removal of the needle by the extremity of the cap may have favored the issue occurrence. After investigation, the privileged cause identified to the holding cap and hub is the presence of the cartridge in the syringe with/or needle traction by the cap extremity. Cause to the needle stick injury cannot be related to the needles. Remedial action / corrective / preventive / field safety corrective action this is the second quality complaint for a "insufficient holding between cap and hub" defect for the batch f09394aa. No CAPA is required as there was no similar report, quality investigations did not identify a defect in the conditions of use described in the instructions for use. Consequently, the practitioner was warned especially on the practices which permit to prevent the cap and hub disassembling: cartridge removal before needle removal and/or traction to the needle by the base of the hub and without handling conforming to good practices which allow to prevent needle stick injuries. Final comments from the manufacturer. This case reports a situation of cap issue exposing the needle and leading to accidental needle stick. No product defect was retrieved by quality investigations but a specific situation may have favored the issue. However, even if the practitioner removes the needle with cartridge inside the syringe and/or traction by the extremity of the cap, good practices permit to prevent needle stick injuries during recapping. The dental assistant has manually recaped the used needle which is not recommended because it can lead to occupational exposure (needle stick) with potential infectious consequences. Consequently, cause to the needle stick injury cannot be related to the needles. Amendment/corrected data: the MDR adverse event coding has been updated following cases review during safety reports authoring.

Event description:
Spontaneous report, from the united states. Local reference # us-septodont-2021006082, dealer reference: (B)(4). Quality complaint reference #(B)(4). Follow-up #3 was received 10-mar-2021 from the quality investigation performed by manufacturer sofic. Follow-up #4 was received 30-mar-2021 from the additional quality investigation performed by manufacturer sofic. The initial and follow-up information are integrated into the narrative below. Course of events: this case described a cap issue exposing the needle and leading to accidental needle stick of the dental assistant with a contaminated needle patterson brand plastic hub dental needle (lot number # f09394aa, expiry date 31-jan-2025). On (B)(6) 2020, after the dental procedure where local anesthesia was performed, the dental assistant was unscrewing the needle cap from the syringe when the needle cap came off of the needle hub, exposing on her right index finger to the contaminated needle. The dentist noted that that the needle cap came off during disassembly of the needle/cap apparatus from the needle hub. No impact on the dental procedure the incident occurred after the procedure was completed and dental assistant was turning over the room. Following the cap issue and needle stick, the dental assistant recapped the needle, disposed of the needle in sharps container, degloved, examined needle-stick, washed hands and followed proper protocol for the company's post-exposure and incident reporting. Outcome: the practitioner did not returned samples. Consequently, tests performed during this investigation was done on samples from the sofic sample box. No defect was observed during the tests performed due to this complaint but the cartridge in the syringe during removal and/or removal of the needle by the extremity of the cap may have favored the issue occurrence. However, even if the practitioner removes the needle with cartridge inside the syringe and/or traction by the extremity of the cap, good practices permit to prevent needle stick injuries during recapping. The dental assistant has manually recaped the used needle which is not recommended because it can lead to occupational exposure (needle stick) with potential infectious consequences. Consequently, cause to the needle stick injury cannot be related to the needles. Consequently, the practitioner was warned especially on the practices which permit to prevent the cap and hub disassembling: cartridge removal before needle removal and/or traction to the needle by the base of the hub and without handling conforming to good practices which allow to prevent needle stick injuries. Fup#3: quality investigation of retain samples received. Fup#4: additional quality investigation received from manufacturer causality reassessed on 23-mar-2021 on follow-up information #3 received on 10-mar-2021; causality reassessed on 01-apr-2021 on follow-up information #4 received on 30-mar-2021: a. Seriousness: serious (other medically important condition) determined by euqppv. B. Expectedness: occupational exposure to product: unexpected us. Needle issue: unexpected us. Injury associated with device: unexpected us. C. Causality. A) latency - suggestive. B) recognized association - no. C) analysis - the dentist's assistant pricked her finger with a needle after a patient's anesthetic procedure, after the cap came off when unscrewing the needle cap from the syringe. The possible causes of the stick may be a mishandling of the user, the assistant unscrewed the needle cap from the syringe by hand, or quality defect of the needles. No product defect was retrieved by quality investigations but a specific situation may have favored the issue. The dental assistant also manually recaped the used needle which is not recommended because it can lead to occupational exposure and needle stick with potential infectious consequences. Even if the practitioner removes the needle with cartridge inside the syringe and/or traction by the extremity of the cap, good practices permit to prevent needle stick injuries during recapping. Consequently, cause to the needle stick injury cannot be related to the needles. This case is therefore considered as serious. No CAPA is required as there was no similar report, quality investigations did not identify a defect in the conditions of use described in the instruction for use. D) dechallenge - na. E) rechallenge - na. Concluded causality who: unlikely for injury associated with device and occupational exposure to product and possible for needle cover defect. Follow-up information #3 received on 10-mar-2021: assessment changed from not assessable to possible for needle cover defect, ltt changed from needle issue to needle cover defect. Follow-up information #4 received on 30-mar-2021: assessment changed from certain to unlikely for injury associated with device and occupational exposure to product.